Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user shared that the machine does not provide enough suction and does not work as designed. Customer mentioned reaching out to customer service, who walked customer through different trainings and helps, but customer still found the product inconsistent, and problematic compared to the hospital version. Customer went on to say customer feels it would be more cost-effective to use adult diapers at night, since they provide more reliability.